Event description:
Unit keeps saying "please disconnect charger to attempt to rescue" when the charger is not in place. When this occurs, the device out of service. This condition is not detected by the device's self-test. The customer noticed the problem when they did their daily maintenance on the device. This did not happen in a rescue situation.

Manufacturer narrative:
The customer said that they would be sending AED in. Co has not received it in as of 2/24/97. The switchcraft jack was not functioning. The sleeve terminal and the sleeveshunt terminal should be shorted together when the charger is not plugged in. When the charger is plugged in an open is created. An open was present when the charger was not plugged in, which made the AED think there was a charger present. We replaced the part and the AED is functioning properly. Method codes 10-33 result codes 180.